Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been exposed to cold, and when interrogated prior to use in a case, the monitoring voltage was below the box label. The device was then warmed for 24 hours, and two manual capacitor reforms were done, however the monitoring voltage remained below the box label. The device was not used and will be returned for analysis.